Manufacturer narrative:
(B)(4). The reported complaint that the "balloon was not inflated at the front end" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after the catheter inserted, the balloon was not inflated at the front end, but inflated at the back end". As a result the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "after the catheter inserted, the balloon was not inflated at the front end but inflated at the back end". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4).